Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was observed during review of the device's history log. However, the reported problem could not be duplicated with the device. The processor/bridge/pace board was replaced as a precaution. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Additional procode: dro. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) with pulseless electrical activity, the device displayed a "pace/defib failure" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.